Event description:
It was reported that the programmer would not power on. Several locations were tried, but the issue remained. The programmer has been returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that the programmer would not power on, the power supply was out of electrical specification. It was also noted that the display screen drops and the device had a printer overheat message. (B)(4).